Event description:
It was reported that the right ventricular lead exhibited noise resulting in pacing inhibition in asymptomatic pacer dependent patient. The lead was explanted and replaced successfully. The patient was stable post operation.

Manufacturer narrative:
A partial lead measuring 50.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.